Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 august 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 183 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation revealed optical instability. A review of the raw sensor data confirmed the same finding, indicating that the sensor replacement alert was triggered after glucose readings were blinded when all channels fell below the threshold value. The instability was attributed to delamination of internal component of the sensor, which was confirmed by microscopic visual inspection. The user was offered and provided a replacement sensor as part of the resolution. B4. Date of this report 12 nov 2025. G3. Date received by the manufacturer? 12 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.